Event description:
It was reported that 2 boxes of bd plastipak¿ luer-lok¿ tip syringes with bd precisionglide¿ needle had the incorrect label on them. The following information was provided by the initial reporter: "complaint category: labelling issue. Details of complaint (reported issue): we did received the product bd309656 inside of a bx labeled for the product bd309575."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-apr-2023. Investigation summary: one sample and two photos were provided to our quality team for investigation. The sample is a 3ml slip tip syringe in a sealed package and the photos show a 3ml slip tip syringe in a sealed package next to a box carton of 3ml syringes with 21 x 1" needles material 309575 and batch 2341312. The two batches were manufactured on different production lines and sixteen months apart. The reported defect could not be confirmed to have originated at the manufacturing plant; therefore, corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 boxes of bd plastipak¿ luer-lok¿ tip syringes with bd precisionglide¿ needle had the incorrect label on them. The following information was provided by the initial reporter: "complaint category: labelling issue details of complaint (reported issue): we did received the product bd309656 inside of a bx labeled for the product bd309575"